Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-07035. It was reported that following a coronary artery drug eluting stenting treatment procedure the pt experienced angina and underwent a reintervention. The index procedure treated a 99% stenosed, 3.5x20mm lesion of the mid rca (right coronary artery). Treatment consisted of predilation, placement of 3.5x24mm taxus liberte stent and placement of a second 3.5x16mm taxus liberte stent due to dissection. Residual stenosis was 0%. The pt was discharged one day post procedure on asa and plavix. The pt returned in 2009 with chest pain and was hospitalized. An acute st-segment elevation inferior myocardial infarction was diagnosed as occurring "many hours" prior to the pt presenting in the emergency room. The pt underwent a target vessel and non-target vessel reintervention. The 95% stenosis of the proximal rca was treated with balloon angioplasty and placement of another MFR's 3.0x18mm bare metal stent with 0% residual stenosis. A 100% stenosis of the 1st obtuse marginal was treated with balloon angioplasty and placement of another MFR's 2.75x18mm bare metal stent with 0% residual stenosis. The pt was taken to the ICU following the reintervention. During the visit the pt was diagnosed as diabetic and was started on glyburide and metformin as well as a 2000 calorie/day diet. The event was resolved two days later with no residual effects and the pt was discharged. The myocardial infarction and reintervention on the rca were assessed as possibly related to the study devices by the investigator. The reintervention on the obtuse marginal was assessed as unrelated to the study devices.